Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for thyroxine (t4). The erroneous results were reported outside of the laboratory where the physician questioned them. The customer had noticed a change in the recovery of their internal quality controls (qc) that they use for daily control testing. Due to the big change in recovery they sent an unknown number of patient samples to another laboratory that uses the cobas 8000 system to validate the results. All of the patient results were acceptable except for 2 patient samples. Patient 1 initial t4 result on the customer's e602 analyzer was 9 nmol/l. The repeat result on the cobas 8000 system from the other laboratory was 174 nmol/l. The repeat result was considered to be correct. Patient 2 (female) initial t4 result on the customer's e602 analyzer was 10 nmol/l. The repeat result on the cobas 8000 system from the other laboratory was 119 nmol/l. The repeat result was considered to be correct. No adverse event occurred. The t4 reagent lot number was 182845. The expiration date was not provided. Calibration performed by the customer on (B)(6) 2015 was acceptable. Calibration performed after (B)(6) 2015 indicated the signals for level 1 were acceptable, but the signals for level 2 were too low. Annual performance maintenance was completed a "few weeks ago" and the measuring cell was changed. It was noted that the instrument had an issue which could be solved by changing the measuring cell. Since this change was not made until (B)(6) 2015, the discrepant patient results could be related to a hardware issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.